Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose at time of incident was 20 mmol/l. The customer gave himself a bolus got the alarm and remove alarm and then continue the bolus and it all went in. The customer stated that there is no physical damage to pump the customer did passed self-test. The customer doesn't trust pump as he is going higher to 25 mmol/l right now . The customer was taking blood sugar again and he received another alarm of no delivery. The customer pump was changed right away.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.